Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms) has been confirmed. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node (dn) and ECG "b". The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A patient's electrode belt was returned to a us distributor and it was reported that the patient was experiencing frequent gong alarms.